Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The sample was received for evaluation. This device was visually inspected, leak tested, clear passage tested, clamp function tested, and seal surface tested with no issues noted. The inner diameter of the patient connector was measured and found to be below the nominal specification. The reported condition was confirmed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A customer reported a connection issue while using a minicap transfer set. According to the report, the customer indicated that there was a gap observed at the junction of the titanium adapter and the transfer set. This event occurred during patient use. No patient injury or medical intervention was reported to be in association with this event. No additional information is available.